Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken and corroded, the battery release, lead flex cover and main seal were contaminated, the ring and side bail covers and ring and side bails were missing, the output connectors were broken, and the battery contacts were compressed. (B)(4).

Event description:
It was reported the lower housing is damaged. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.